Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 500 mg/dl. The customer treated for high blood glucose with syringe. The customer reported that insulin pump was on auto mode. Customer experienced symptom of high blood glucose level such as vomiting. The customer was reported that insulin pump passed displacement verification test. There was blood in tubing and experienced pain after the insertion. The insulin pump will not be returned for analysis.